Manufacturer narrative:
Occupation: senior counsel, litigation. Information is pending and will be submitted in a follow up report when received.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, obstruction, embedded, and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events approximately two months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and/or occlusion of the ivc and the device was unable to be retrieved. There was an unsuccessful percutaneous removal attempt. The patient also reported extreme pain, swelling, loss of mobility and depression. The following additional information received per the medical records state that the patient has a history of hypertension, chronic dvt, pulmonary embolism, ulcerative colitis, gi bleed, morbid obesity, diabetes, anemia, remote lyme disease, and breast cancer. The filter was unable to be removed secondary to a large filling defect in the ivc and large thrombus caught by the filter. A month post filter retrieval attempt, the patient had difficulty walking. The indication for filter placement was gi bleed secondary to chronic colitis with history of deep vein thrombosis (dvt) and pulmonary embolus. Unable to remove the filter secondary to a large filling defect in the ivc and large thrombus caught by the filter an ultrasound of the lower extremities showed no acute deep venous thrombosis evident. There was extensive chronic thrombus involving the left deep venous system essentially unchanged from prior exam. After cataract surgery, the patient had personality changes, eating, and weight gain. CT of brain showed degenerative changes. The patient was found with a right hemidiaphragm. The patient was presented for sudden onset lower extremity edema and abdominal distension, the developed dyspnea on exertion and stable 3 pillow orthopnea. The patient received new diagnosis of diabetes type ii treated with medications, congestive heart failure and was diuresed, and had a calorie restriction started. (B)(6) 2016 an MRI of the brain showed no acute intracranial abnormality. A CT chest /abd/pelvis, w/wo contrast showed calcified thrombus within the distal aspect of the ivc filter with extremely diminutive distal ivc and common iliac veins, likely due to chronic occlusion. Numerous pelvic and abdominal resultant collateral vessels are present, as described. No evidence for pulmonary embolism. Elevated right hemidiaphragm with resultant compressive atelectasis in the right lung. Nonspecific mildly enlarged retroperitoneal lymph nodes measuring up to 11 mm in short axis. Hypodense thyroid nodules measuring up to 15 mm. Recommend dedicated thyroid ultrasound to further evaluate. Small amount of gas within the endometrial canal at uncertain etiology. The patient was found to have a splenic artery aneurysm. A transvaginal ultrasound showed multiple small degenerated fibroids. The patient had likely chronic occlusion of the common iliac veins and ivc below the level of the filter. These findings probably explain her lower extremity edema. The death certificate lists the cause of death as hypertensive cardiovascular disease with significant finding of obstructed ivc filter.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, obstruction, embedded, and death. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Obstruction within the filter and vasculature does not represent a device malfunction. Death is a known potential event associated to the use of the ivc filters, in this case it is not possible to assess the contributing factors with the extremely limited information available. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of hypertension, chronic dvt, pulmonary embolism, ulcerative colitis, gi bleed, morbid obesity, diabetes, anemia, remote lyme disease, and breast cancer. The indication was gi bleed secondary to chronic colitis with history of deep vein thrombosis (dvt) and pulmonary embolus. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, obstruction, embedded, and death. Per the patient profile from (ppf), the patient reports blood clots, clotting and/or occlusion of the ivc and the device was unable to be retrieved. There was an unsuccessful percutaneous removal attempt. The patient also reported extreme pain, swelling, loss of mobility and depression. The patient was diagnosed with a new pulmonary embolus one week post implantation. The filter was unable to be removed secondary to a large filling defect in the ivc and large thrombus caught by the filter. A month post filter retrieval attempt, the patient had difficulty walking. An ultrasound of the lower extremities taken three years post implantation showed no acute deep venous thrombosis evident. There was extensive chronic thrombus involving the left deep venous system essentially unchanged from prior exam. After cataract surgery, the patient had personality changes, eating, and weight gain. CT of brain showed degenerative changes. The patient was found with a right hemidiaphragm. The patient was presented for sudden onset lower extremity edema and abdominal distension, the developed dyspnea on exertion and stable 3 pillow orthopnea. A new diagnosis of diabetes type ii was treated with medications, congestive heart failure and was diuresed, and had a calorie restriction started. Four years post implantation, an MRI of the brain showed no acute intracranial abnormality. A CT chest /abd/pelvis, w/wo contrast showed calcified thrombus within the distal aspect of the ivc filter with extremely diminutive distal ivc and common iliac veins, likely due to chronic occlusion. Numerous pelvic and abdominal resultant collateral vessels are present, as described. No evidence for pulmonary embolism. Elevated right hemidiaphragm with resultant compressive atelectasis in the right lung. Nonspecific mildly enlarged retroperitoneal lymph nodes measuring up to 11 mm in short axis. Hypodense thyroid nodules measuring up to 15 mm. Recommend dedicated thyroid ultrasound to further evaluate. Small amount of gas within the endometrial canal at uncertain etiology. The patient was found to have a splenic artery aneurysm. A transvaginal ultrasound showed multiple small degenerated fibroids. The patient had likely chronic occlusion of the common iliac veins and ivc below the level of the filter. These findings probably explain her lower extremity edema. The death certificate lists the cause of death as hypertensive cardiovascular disease with significant finding of obstructed ivc filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Collateral circulation, and swelling do not represent device malfunctions. Decreased mobility, depression and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction : date of birth for patient is (B)(6). This is not a pediatric death. The date of death is (B)(6) 2016.